Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link sets had flow issues during infusion. The reporter stated that the sets had an ¿inability to run fluids wide open¿. There was no patient injury or medical intervention associated with this event. No additional information is available.